Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the device top handle was loose. Unable to remove the screws from the plunger head mount also pump gave a pharmguard data transfer is recommended alarm during power up. The pump event history showed a primary audible alarm post and a motor rate error in error history log (ehl). During the evaluation, was unable to duplicate primary audible alarm post at power up. A motor rate error was found during occlusion test. The cause of the reported issue was unable to be determined. Normal wear of worm gear, worm coupling, lead screw and both clutch halves, parts were found old and worn out. The root cause of the reported issue was unable to be determined, found no damage to speaker or the interconnect board and normal wear, as parts were 5 years old. The technician replaced the interconnect board as a preventative measure. Replaced worm gear, worm coupling, lead screw and both clutch halves. Performed all functional tests which passed.

Event description:
It was reported that a primary audible alarm post and motor rate error was displayed. No patient injury was reported.